Manufacturer narrative:
Product complaint # ()b(). Manufacturer report number 1818910-2020-26833 is being retracted as it is a duplicate of 1818910-2020-26188. All future reports will be submitted under manufacturer report number 1818910-2020-26188. Manufacturer report number 1818910-2020-26833 is being retracted as it is a duplicate of 1818910-2020-26188. All future reports will be submitted under manufacturer report number 1818910-2020-26188.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure 3 (B)(6) 2020 miss (B)(6). 42 6 pe cup 1307-42-206 lot 5339054 removed and replaced with: humeral spacer 1307-30-009 lot 5336812 and 42 6 pe cup 1307-42-206 lot 5356097.